Event description:
Patient reported left side capsular contracture baker grade IV. Patient was underage at implant time. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV (confirmed by physician). Patient was underage at implant time. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.

Event description:
Patient reported left side capsular contracture baker grade IV. Patient was underage at implant time. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Underage: unable to observe. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.